Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software (B)(6) files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software (B)(6) files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. A review of the patient's software flag files from the day of the alleged event was completed (see attached). The patient's downloaded (B)(6) files from (B)(6) 2017 show that the patient was not treated by the lifevest on this day. There is no indication of a device malfunction.

Event description:
A us distributor reported that a patient stated they were treated by the lifevest on (B)(6) 2017 between 1:45 and 2:45 am. The patient reported that the treatment event left the whole left side of her body numb. The patient stated she had seen numerous physicians regarding this issue. One physician told the patient to use an unknown numbing cream. A second physician told the patient to take aspirin three times a day, but the patient stated that she usually only takes a pill once or twice a day. The patient reported that she has had three brain mris. One of the patient's physicians reported that the patient has horner's disease. Another physician stated that the patient has nerve damage and numbness caused from the treatment given by the lifevest. During a follow up call, the patient reported she is still having numbness, and that this will continue for the rest of her life. A review of the patient's software flag files from the day of the alleged event was completed. The patient's downloaded (B)(6) files from (B)(6) 2017 show that the patient was not treated by the lifevest on this day. There is no death or device malfunction associated with the alleged event.